Manufacturer narrative:
There was no motor error alarm noted, and the device was unable to prime during prime test due to moisture damage on force sensor resistor. There was no excessive no delivery test and occlusion test done because of prime fill anomaly. The motor passed the motor test. The device was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube.(B)(4)

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 250 mg/dl. The customer states that they received the motor error alarm when the reservoir was low, and then the pump began to rewind. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.